Event description:
It was reported via repair work order that the scale was fluctuating due to the head left and head right end load cells malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.